Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that during a laser lithotripsy procedure, significant burn back was observed with the fiber tip. The physician removed the fiber and stripped it, and upon further lasering, the fiber tip broke inside the patient. The physician proceeded to retrieve the tip fragment utilizing an ureteroscope. There was a significant amount of stone debris, which made it difficult to see the tip fragment. Twenty-one days post procedure, the physician performed a procedure to retrieve the broken piece. The physician successfully removed the piece using a zero-tip basket through an access sheath. There were no further patient complications.

Event description:
It was reported that during a laser lithotripsy procedure, significant burn back was observed with the fiber tip. The physician removed the fiber and stripped it, and upon further lasering, the fiber tip broke inside the patient. The physician proceeded to retrieve the tip fragment utilizing a ureteroscope. There was a significant amount of stone debris, which made it difficult to see the tip fragment. The physician decided to bring the patient back at a future date for retrieval of the tip fragment. There were no further patient complications.

Event description:
It was reported that during a laser lithotripsy procedure, significant burn back was observed with the fiber tip. The physician removed the fiber and stripped it, and upon further lasering, the fiber tip broke inside the patient. The physician proceeded to retrieve the tip fragment utilizing an ureteroscope. There was a significant amount of stone debris, which made it difficult to see the tip fragment. Twenty-one days post procedure, the physician performed a procedure to retrieve the broken piece. The physician successfully removed the piece using a zero-tip basket through an access sheath. There were no further patient complications.